Event description:
Healthcare professional (hcp) reports two incidents of patient death while using the af-220 dialyzer. Hcp reports that in hcp's opinion both deaths are related to natural causes rather than related to the dialyzer. No further detailed information was provided by hcp.